Event description:
While placing midline catheter per midline procedure into left upper extremity (lue), unable to thread line. Midline catheter pulled and it was noted that approximately 5cm of catheter was missing from tip. Tourniquet left in place per PICC line insertion procedure and md called to bedside. The physician consulted vascular surgeon and pt transported to surgery for possible retrieval of foreign body. X-ray of extremity prior to transport revealed line coiled in soft tissue of arm and not in vasculature. Per contact response, all of device was retrieved from pt.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexf2073 showed no other similar product complaint(s) from this lot number. Manufacturing date: june 2013. A lot history review (lhr) of rexj0356 showed no other similar product complaint(s) from this lot number. Manufacturing date: october 2013.